Event description:
It was reported that exit block occurred on the left ventricular (lv) lead after extraction of the right ventricular lead in may. The lv lead was removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.